Event description:
First, informed consent was obtained & risks and benefits were explained to pt including risks and damage to all arteries, and damage to the kidney. Pt was explained that if a tight area was seen it will be dilated and possibly stented. Pt was also notified that damage to kidneys could occur. After this, ultrasound guidance was utilized to gain access into the right common femoral artery. After this using a 3/4 fr transitional dilator, the system was converted into a 0.035 inch and over a 0.035 inch guide wire a short 5 fr sheath was placed and a 5 fr pigtail catheter was utilized and co2 aortogram was performed as patient not only had a hypertension they also suffered from creatinine that was higher than 1.5. Following this, as 60-75% stenosis was noted in left renal artery, 5fr short sheath was converted to a 6fr 45cm boston scientific destination sheath. An exchange length rosen wire was placed with in left renal artery thru 4 fr cobra, & then 4000iu of heparin was given. Then guiding sheath was extended over rosen wire and placed into aorta. Then a 4 fr cobra was utilized & selection with glide cobra was performed & selective angiography with minimal diluted contrast. There was confirmation of 60-75% stenosis, at this time pressure manometry was performed. This demonstrated a pressure gradient of approximately 12-14 mm of systolic and 10-12 mm hg of mean gradient. Thus decision was made to primarily angioplasty this lesion as this happened to be a non-ostial lesion, as it appeared to be the intimal fibroplasia type of stenosis. First the guiding sheath was inserted into left renal artery with its dilator, then angioplasty was performed using a 5mm x 2cm angioplasty balloon at very low pressure of 4-6 mm of hg. At this time a hand injection was performed demonstrating slow flow into left renal artery, and although a flap was not obvious, as flow appeared limited pressure manometry was performed which demonstrated a very large pressure gradient between sheath which was within aorta, versus a 4 fr cobra with side holes that had been placed within distal renal artery -left-. Pressure was 194 mmhg vs. 120 mmhg systolic -gradient of 74 mmhg, or mean pressure difference of 40 mmhg. Thus there was a definite need for stenting to preserve flow to kidney. At region of angioplasty, a 6mm x 18mm cordis premounted balloon expandable stent was placed at epicenter of dissection, i.e. At the middle of this very long renal artery. Prior to this approx 200 micrograms of nitroglycerin was injected intra arterially in renal artery. Then sheath was extended into renal artery over rosen wire with dilator in sheath. Then cordis stent was extended to region of angioplasty and balloon was expanded & stent placed. Then hand injection was performed again & manometry was performed, demonstrating still slow flow and a very large gradient. A second cordis stent was placed -6mm x 18mm- using same technique, of extending guiding sheath into artery & then placing the balloon expandable premounted stent into position, withdrawing sheath & hand injecting thru the sheath for exact positioning. At this time, again hand injection demonstrated a large gradient and slow flow. In between the above steps another 2000iu and a third 2000iu heparin were given. More intra-arterial nitroglycerin was also given. Then immediately sheath was re-extended into renal artery with its dilator over rosen wire. Then as no further cordis stents were available a boston scientific pre-mounted balloon expandable stent was placed into position, & thru guiding sheath, which was then withdrawn into aorta & hand injection was performed to identify ostium for precise positioning extending stent into aorta. Stent was slightly pulled by 2 mm into the aorta, and at that point it was immediately realized that the stent was defective for a pre-mounted stent and was partially dislodged off of the balloon. With a critical situation of dissection access could not be lost in any condition as there was a large gradient. Thus rptr could not snare stent either from contralateral approach or thru ipsilateral approach, as wire was thru center of stent & snaring stent over wire with a small enough snare from ipsilaterlal approach rptr would have had cut shaft of balloon and would have lost the ability to dilate the balloon if they had to. Secondly rptr would not be able to snare the stent with the wire in the center, without pulling the wire out as well. Thus after many different scenarios hypothesized, decision was made to dilate the portion of the stent on the balloon with hopes of being able to wedge a smaller balloon distally to try to dilate the distal portion. Then after dilating the mounted portion, multiple attempts were made to wedge the dilator of the guiding sheath into the bottled neck portion of the stent, every time this maneuver was attempted the rosen wire would recede towards the ostium. Then a smaller fresh 4mm x 2cm balloon was used to wedge into the unopened stent, but without success. At this time even after copious heparin and nitro use, the artery at this time appeared to demonstrate very sluggish flow & lifeflight process had already been initiated, & they arrived at this time. The pt had been accepted at another facility but after the arrival of lifeflight at this time, the vascular surgeon from that facility was not willing to accept the pt, and pt had to be sent to another facility where the vascular surgeon was not willing to revascularize kidney, even though kidney had not even had an hour of ischemic time. Prior to the angioplasty of the left kidney, right renal angiogram and pressure manometry was also performed. During the initial angiogram of the left kidney, it was realized that the intralobar arteries appeared splayed, possibly secondary to cysts, but this would not change the mgmt of primarily angioplasty of the non-ostial lesion, as the pt was hypertensive.